Manufacturer narrative:
Evaluation results: a handpiece serial number search was performed and no similar complaint was found. A wave console serial number search was performed and two similar complaints were found. Conclusions: based on the complaint history and the serial number searches, a specific root cause of the event could not be determined.

Event description:
The reporter stated an anterior capsule tear had occurred during the phacoemulsification procedure of cataract surgery, using staar equipment. The reporter stated a vitrectomy was not performed and a three piece lens was implanted. The reporter stated the phaco equipment did not malfunction and were used in surgeries after this event.